Event description:
It was reported by svc report that the fowler would not rise because the cable became disconnected from the bracket. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler.